Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump time was inaccurate, cause was unknown. There was no reported impact to the customer's blood glucose. Reportedly, customer corrected the pump time and resumed insulin delivery.